Manufacturer narrative:
1. DHR/bhr review(lot#2327284): 1)this batch of products were assembled (B)(4) in january 2023, and packaged at (B)(4) line in january 2023. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and pictures have been received, and the defect status cannot be confirmed. 3. The retained sample of this batch is taken for catheter bending resistance test and 45psi leakage test, and no abnormality is found in the test results. Please see attachment for the test reports. 4. The causes of bleeding at the insertion site are complex, and the common causes are as follows: 1) the puncture angle is so small that the puncture wound is relatively big. It is recommended that the nurse should hand the product with bevel of needle tip upward and puncture in 15°~30° at insertion site, press the needle down in 5°~10° to insert after seeing blood return. 2) the medical dressing isn¿t applied correctly, which lead to bleed when the product moves relative to insertion site. It is recommended that the nurse should hand the medical dressing without tension, place it correctly, pinch the catheter hub to ensure fully fixed by the medical dressing and then paste to the periphery. 5. No similar complaints have been received from other hospitals about this batch of products. Conclusion(s): since no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals about this batch of products, no defective sample is received, and the usage of the indwelling needle is unknown, the root cause of bleeding at the insertion site on the next day of indwelling cannot be confirmed.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y18gax1.16in prn/ec slm leaked. The following information was provided by the initial reporter. At 7:20 pm on (B)(6) 2023, the patient was hospitalized with a rib fracture. After admission, he was given an indwelling needle injection, and it was normal after being applied. During intravenous infusion at 08:15 on (B)(6) 2023, it was found that there was blood at the application site, and blood and fluid leaked from the needle hole. No harm was caused to the patient. Pull out the indwelling needle and re-inject.